Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm that the device was dropped. However it was noted that the upper case was dented, the upper and lower cases were broken, the ring cover and both bail covers were missing, one case screw was missing, the battery contacts were compressed, the ring and both bails were missing, the battery drawer was broken and the keyboard was scratched. (B)(4).

Event description:
It was reported the device was dropped. The device was returned for repair and calibration. It was analyzed and tested out of specification. There was no patient involvement.